Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. Alarm lamp does not work. Affected component is the alarm lamp board. Alarm lamp board will be replaced.

Event description:
Hamilton medical ag received the following incident description: while preventive maintenance, the red light was not working during the led test.

Event description:
Hamilton medical ag received the following incident description: while preventive maintenance, the red light was not working during the led test.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. Alarm lamp does not work. Affected component is the alarm lamp board. Alarm lamp board will be replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Please note that the previous narrative above needs to be corrected: the device in question was a hamilton-g5 (k193228, brand name: hamilton-g5; version / model / catalog number: 159001) which was distributed in the united states. Corresponding fields were updated.